Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient had been discharged to a rehab center on (B)(6) 2020. On (B)(6) 2020 the patient was admitted to clinic after a hemoglobin drop to 8.9 g/dl and melena. Less than 24 hours after admission, hemoglobin dropped to 7.5 g/dl while international normalized ratio (inr) was 1.8. A capsule study was performed on (B)(6) 2020 that showed limited views in the cecum due to blood present in the small bowel. On (B)(6)2020 an upper push enteroscopy revealed a single non-bleeding polyp, and 2 arteriovenous malformations (avms) in distal jejunum which were treated by argon plasma coagulation (apc). On (B)(6) 2020 a lower push enteroscopy revealed no active bleed or sequelae, but was positive for avms in colon that were treated with apc. The patient received 6 units of packed red blood cells (prbcs) since admission, but not asa (aspirin). The patient was on heparin and warfarin. The actions performed on the patient included an upper and lower push enteroscopy, blood transfusions and an anti-coagulation holiday.